Manufacturer narrative:
Implant is not available for inspection but photo has been provided. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history records could not be conducted as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device discarded.

Event description:
Procedure: during a t5-l1 posterior scoliosis fusion, one of the single innie set screws ((B)(4)) from the expedium set had to be replaced because it would not torque off when surgeon went to do his final tightening. He used x14 set screws. The set screw appears to have been "stripped". No delay to procedure and surgeon was satisfied that no pieces were left in the patient. The surgeon removed the set screw when he realized that it was not torquing off (because the set screw was stripped) as per surgical technique and replaced it with a new one. Surgeon since said that he felt that the head was splayed but proceeded to place the 2nd set screw and final tighten with the torque driver and counter torque instrument. He had achieved a substantial correction with the surgery and did not want to risk this by replacing that screw. He added additional stability with a cross connector. Dr (B)(6) feels as though the metal composition appears to have changed over the past few years and has requested for this to be discussed with the manufacturer. Implant is not available for inspection but photo has been provided.